Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An export ap device was intended to be used during a procedure. No damage was noted to the export aspiration catheter packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected and prepped per IFU with no issues noted. The device was used in the distal rca which had moderate tortuosity, mild calcification and 100% stenosis. Resistance was encountered when advancing the device, excessive force was not applied. The catheter completely failed to aspirate the thrombus. The patient is reported as alive with no injury.

Manufacturer narrative:
Slight friction was noticed with the device and the guide wire. If information is provided in the future, a supplemental report will be issued.